Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was not returned. The stent implant was returned with the protective sheath. There was no blood or contrast visible. There was no damage noted to the stent implant. A laser micrometer was used to measure the stent implant and the proximal and middle diameters met manufacturing criteria. The distal diameter was over sized. The flared end of the protective sheath was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned stent implant. It was reported that the stent implant was not on the sds during the deploying process at the target lesion. Reportedly, the stent implant was found on the table on the stylet from the protective sheath. The analysis of the returned implant without the sds confirmed the reported dislodged stent. Stent dislodgement outside the body can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, positive pressure during prep, negative pressure during sheath removal, or forced sheath removal. In this instance, it appears that the stent was dislodged during the sheath removal. If force is inadvertently applied during removal of the protective sheath, the stent may sustain mechanical damage and/or become disrupted on the balloon, which may then facilitate stent dislodgement or cause the stent to become loose on the balloon. It should be noted that per the instructions for use (IFU), "prior to using the ml vision css, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." Although the account reported to have inspected the sds, because the stent was found on the stylet, in this instance, it does not appear that the sds was inspected prior to use. Dimensional analysis of the stent outer diameters confirmed that the distal portion of the stent did not meet manufacturing criteria (oversized). However, it is expected that the stent would slightly expand during travel over the balloon. The protective sheath flared end met manufacturing criteria indicating the stent was adequately protected. Since, the sds was not returned; it could not be evaluated and may have assisted in the investigation. However, this incident does not appear to be related to a quality problem since all stent implants are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. In this instance, based on the analysis findings, a conclusive root cause cannot be determined. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status - malfunction. Reporting rationale - stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue - stent dislodgement. It was reported that when the stent delivery system (sds) was inflated, there was no stent deployed. They looked back at the protective sheath and stylet and upon removing the stylet from the protective sheath, the stent was found on the stylet. The sds was inspected prior to use. No additional event or patient information is available.